Manufacturer narrative:
A ge service rep performed an over the phone eval. The customer planned to replace the mouse but the rep thought the issue might be a corrupt database. The system was unavailable so the customer will call back at a later time. No further info available. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that when she used the mouse to press on the pt database menu option, it didn't respond.